Event description:
The customer observed falsely elevated hemoglobin results while using the cell-dyn sapphire analyzer. The customer indicated an initial result of 13.5 mmol/l. When retested on the cell-dyn 1800 a result of 7.1 mmol/l was generated, which aligned with the patient history. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer data provided showed the sample possibly was compromised which may have caused the incorrect result. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn sapphire analyzer, list number 08h00-01, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).